Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report thrombus noted after clip deployment. It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation and a history of atrial fibrillation, underwent a mitraclip procedure. The clip was deployed; however, after clip deployment, a small amount of thrombus was noted on the mitral valve. Additional heparin was administered; however, no additional intervention was performed. There was no reported adverse patient sequela. The mr grade was reduced from grade 4+ to grade 1+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombosis) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombosis appears to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.